Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model:sc-1132, serial: (B)(4), description:precision spectra implantable pulse generator; model:sc-2366-50, serial: (B)(4), description:linear 3-6 lead, 50cm; model:sc-2218-50, serial: (B)(4), description:linear st lead, 50cm.

Event description:
A report was received that the patient underwent an explant of the scs system because the ipg had eroded through the skin. The physician assessed the patient had been picking at sores causing the ipg to push through her skin to the point it eroded.

Manufacturer narrative:
Sc-1132/114342, 119736: residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-2366-50/1022281, 1046695, 1046696, 1047643, 1046646: visual inspection found no anomalies. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-2218-50/396385, 396396: the lead was cut, and the distal end was not returned. Damage to the device is a result of a typical explant procedure and it is not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-2366-50/1005281: visual inspection found the electrode #5 of the distal was crushed. Damage to the device is a result of a typical explant procedure and it is not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient underwent an explant of the scs system because the ipg had eroded through the skin. The physician assessed the patient had been picking at sores causing the ipg to push through her skin to the point it eroded.